Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02406 and 3007042319-2015-02407) submitted for devices related to the same event.

Event description:
It was reported from (B)(4) by the perfusionist that the patient had an electrical fault alarm following a previous drive line cleaning on (B)(6) 2015. There were 2 self-clearing electrical faults (efaults) alarms on am of (B)(6) 2015 while the patient was sitting in a chair. Controller noted to be warm to the touch and the patient was asymptomatic. Log files were sent and reviewed by the manufacturer clinical engineering team, who recommending a 2nd cleaning procedure. An additional drive line cleaning procedure was performed on site by a manufacturer clinical engineer on (B)(6) 2015. Upon initial inspection, the controller did feel warm. Upon disconnection of the driveline, it was noted that the female pins appeared discolored. Two cleaning cycles were completed at 45 seconds each with 90 seconds pump off time. The controller was exchanged during the cleaning procedure. The patient tolerated the procedure and pump off time well. It was reported the controller will be returned to the manufacturer. The driveline (attached to pump) remains implanted and will not be returned. No further information is available at this time. This is report 2 of 2.

Manufacturer narrative:
Additional information - the site had no information on past medical history. The diagnosis of stroke was not confirmed. CT scan of head with no changes noted on (B)(6) 2015. No seizure activity on eeg on (B)(6) 2015. As of (B)(6) 2016, the patient is still in the intensive care unit doing well neurologically. The patient has no residual neurological deficit and reportedly had full recovery. The medical team deemed this as not related to device and could not say it was not related to the procedure with 100% certainty. The future plan is to discharge the patient to rehabilitation facility to wean off the tracheal tube. Most likely cause is the vad implant surgical procedure itself rather than the device use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.